Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was returned unrepaired. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4), which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
On 02/13/2018, at 08:45:47. (B)(4). Po for $(B)(6) approved by (B)(4). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. On 02/23/2018, at 14:17:53. (B)(4). Estimate mjr waiting for approval. On 03/08/2018, at 08:15:59. (B)(4). Billable repair needed per (B)(4), service tech, due to damage / corrossion for $(B)(6) under quotation# (B)(4) since more than 5 major parts need to be replaced. Repair declined by (B)(4) since he stated that he will replace some parts at his hospital, and will send it back in for a fixed-tier repair. Please return the unit back un-repaired per the customer's request. On 03/08/2018, at 09:17:37. (B)(4). Bad pressure sensor lower & upper, corrosion bezel, corrosion ail, damaged rear case, damaged front door return customer unrepaired. Missed tat rur. On 03/08/2018, at 10:11:16. (B)(4). (B)(4).